Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Confirmed fault, device also came up with 231022. Replaced pressure sensor assembly. Completed test software as per latest service manual. Device passes all checks and calibration including electrical safety test. Follow-up 1 - corrected information: a UDI-di was provided for this device brand and version (generally) in the initial report, yet hamilton medical ag (hmag) established that this particular device (serial number: (B)(6)) was not labelled with a UDI at the time of its manufacturing. Creation of UDI was not a requirement at the time of manufacturing of this particular device (prior to 2015) and had not yet been implemented in production at hmag. UDI data has therefore been removed in this corrected follow-up report. A full UDI (including UDI-pi) will not be provided, this is in alignment with the information on the label on the device with the serial number (B)(6).

Event description:
The following was reported to hamilton medical ag: customer returned ventilator to hamilton medical workshop, device was unable to calibrate flow sensors. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4). Confirmed fault, device also came up with 231022. Replaced pressure sensor assembly. Completed test software as per latest service manual. Device passes all checks and calibration including electrical safety test.

Event description:
The following was reported to hamilton medical ag: customer returned ventilator to hamilton medical workshop, device was unable to calibrate flow sensors. No patient involvement.